Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose reached 316 mg/dl while activating the pod. The needle mechanism did not deploy as intended during activation. A new pod was then applied and activated.

Manufacturer narrative:
The received pod was not deployed. Pod download data revealed that the first priming sequence ended prematurely due to rotational sensor malfunction, resulting in early completion of the second priming sequence without deploying the needle. Discontinuity was observed in the rotational sensor data. During investigation,curly light score marks were observed on the commutator cap. This indicated a poor continuity between the commutator cap and rotational sensors, causing the rotational sensor malfunction. Both the rotational sensor springs were found to be slightly leaning outwards. But it could not be conclusively determined if it linked to the poor continuity with the commutator cap.